Event description:
Additional information received reported that the manufacturing representative met with the patient on (B)(6) 2015 and cleared the power on reset (por). It was reported that the patient was receiving effective therapy at that time. Later the patient reported that they still had concerns regarding their device or therapy but were working with their doctor or manufacturing representative.

Event description:
It was reported that the patient wasn't feeling stimulation with the implantable neurostimulator (ins) and it was believed the ins was "dead". There was no stimulation sensation. It was indicated that the patient was doing "nerve testing" to see if they can find which nerves were causing the pain. It was also reported they were "tearing apart [the patient's] arm going through the nerves" and it wasn't "working". It caused the patient a lot of pain. It was further reported that the patient had the ins off during a procedure and recharged to a full battery during a procedure, but the ins was not turning on. No code was on the recharger when trying to turn on the ins. Follow-up was conducted regarding the interventions and patient outcome. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37752, serial# (B)(4), product type recharger; product ID 3986a, lot# lc0216, implanted: (B)(6) 2004, product type lead. (B)(4).